Manufacturer narrative:
Hospital kept device.

Event description:
Revision surgery - due to the humeral stem being loose.

Manufacturer narrative:
The reason for this revision surgery was due to loosening. The previous surgery and the revision detailed in this investigation occurred over 1 year and 4 months apart. The healthcare professional indicated there was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was kept by the hospital and not made available to djo surgical for examination. A review of the implant device history records (DHR) shows that the reported component used in the previous surgery met design and manufacturing requirements. There were no non-conforming material reports (ncmrs) associated with the product that may have contributed to the event. The device was within its expiration date at the time of use during the previous surgery. Customer complaint history of the reported device showed no present trends or on-going issues that are in need of review. There were no findings during this investigation that indicate that the reported device was the source or had a direct connection with the loosening. The root cause of this complaint was a revision surgery due to the loosening. The root cause for the loosening was not reported. There are many factors that may contribute to the event that are outside the control of djo surgical are loose joint from degenerative tissues, patient bone deterioration, excessive range of motion or trauma. No additional information was submitted with the complaint regarding pre-existing conditions of the patient or any activities that may have contributed to the event and hence a definitive root cause cannot be determined. Inventory containment is not required as there are no indications of a product or process issue affecting implant safety or effectiveness.